Manufacturer narrative:
Product ID, 3889-28 lot# v521988, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was "doing fine" until she had a 'urine infection." It was stated that the patient had to go to the hospital "a few times" because, she was "so sick from her urine infections." The patient reportedly had a loss of therapeutic effect and was leaking urine. It was noted that the patient still did not feel stimulation after increasing amplitude, but felt stimulation after switching programs. A supplemental report will be sent if any additional information is received.

Event description:
Additional information received reported that the therapy worked well when the patient was first implanted but she had been hospitalized twice with urine infections. At the time of the report the patient did not have a urinary infection.